Event description:
It was reported that a cracked and shattered touchscreen made the pump unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.